Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined without the complaint device to analyze. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that during preparation of the clip delivery system (cds) while actuating both grippers, only one gripper came down. Troubleshooting was performed per the IFU but had the same results. Therefore, it was decided not to use the cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.